Manufacturer narrative:
The pdm will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels or "erratic" bg readings. In addition, we are unable to substantiate the claim of the customer's mother that the pdm was "not delivering the correct amount of insulin." No specific pdm failure mode was cited. In the absence of a device evaluation and based solely on the information provided in the customer's report, no conclusion can be drawn. No lot number was provided - a review of lot qualification records could therefore not be performed.

Event description:
The customer's mother reported that her daughter had experienced high bg levels "running in the high 400's (mg/dl)." As a result, she "spent one week in the hospital." The mother suspected that the pdm was "not delivering the correct amount of insulin," though no specific pdm issue was cited. Once out of the hospital, the customer "programmed a new pdm with new settings," but now "the new pdm is reading erratic readings." The suspect device will not be returned for evaluation.